Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis, which would have aided in determination of the root cause. It should be noted that the starclose se instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. Difficulty or failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the difficult or failure to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular (av) conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device via a 6f sheath after a coronary interventional procedure. Reportedly, when attempting to deploy the clip it failed to deploy and remained at the distal end of the device. There was no resistance advancing the thumb advancer and the sheath split completely. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.